Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 33 mmol/l. Prior to the event, the customer stated that he had been experiencing high blood glucose levels through out the week. The customer also stated that when he bolused 6 units, he only saw 2 small drops. The customer has already changed the reservoir set and site. Nothing further was reported.